Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.1, 6.2 and drawer 3.1 pocket e253, e254 were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the bogus cubie pocket. A field service engineer (fse) reseated the connections on the boards and tested them. Fse confirmed that all pockets returned to normal except for two bogus cubies in 3.1, which were returned to technical support specialist (tss) for resolution. The tss dialed into the server to validate the affected pocket and then dialed into the station to perform a pocket reset for the bogus cubie pocket by executing the query. The query executed successfully, and to verify, tss monitored the logs to ensure the uploads were complete. Tss also noticed that the failed hardware icon was no longer showing on the station after the task was performed. The system functioned as intended after the field service engineer and technical support specialist repaired the device.